Event description:
It was reported that during a gastric sleeve procedure, when they were trying to load the third reload, they could not open the stapler. Another like device was used to complete the procedure. Surgery was delayed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how long was the procedure delayed? Was there any patient consequence or change in post-operative care for the patient as a result of the event? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: how long was the procedure delayed? 10 min. Was there any patient consequence or change in post-operative care for the patient as a result of the event? Yes it was. There was a fistula, patient had to return to the or, the fistula was closed and then the patient was ok and went home. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Gold. When was the issue noticed? When the surgeon tried to make the 2nd firing. Was the device on tissue when it would not open? No. What did the staple formation look like at the site of the leak? At the moment they do not remember, they would have to see the video. Where was the leak? After the gastric antrum. Was the fistula in the primary operative site? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.